Event description:
The distributor/reporter alleged that the keypad is non responsive event though the battery was changed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.